Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.